Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-08847. It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was found to have high defibrillation impedance. Additional, prior inappropriate shocks were reported, along with incorrect interpretation of signal alleged on the ICD, and fracture alleged on the rv lead. The inappropriate shock was alleged on both the ICD and the rv lead, and high voltage therapy was programmed off. The patient complained of discomfort from the device. Surgical intervention was planned but was not yet performed. The patient was stable throughout.

Manufacturer narrative:
Correction: manufacturing report 2017865-2022-08849, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical correction: h6: codes should reflect report retraction of lead not manufactured by st. Jude medical.

Event description:
New information received notes that the right ventricular lead was manufactured by boston scientific, and was not an st. Jude medical lead.